Event description:
During a dialysis treatment, the facility experienced fluctuating arterial pressure limits. A broken blood pump rotor spring was found. There was no pt injury or medical intervention.